Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. It was stated that the insulin pump was exposed to x-rays two months ago while wearing the device. Unable to run a displacement test. Advised that the customer should revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.